Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received hydromorphone (5mg/ml, 1.5mg/day) and bupivacaine (1mg/ml, 0.3mg/day) in an implantable pump for non-malignant pain. An empty pump alarm occurred; confirmed via pump logs. The manufacturer representative was present at the refill appointment with the patient and hcp. The patient missed their appointment scheduled on (B)(6) 2016 due to being out of town. The empty pump occurred 3-5 days prior to the refill on (B)(6) 2016. There were no symptoms reported. The patient was educated on the importance of complying with refill appointments. The patient was released after the refill and in-service discussion. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.